Manufacturer narrative:
Preliminary analysis revealed that the event resulted from a temporary behavior due to an anterior software upgrade.

Event description:
Reportedly, the date on the smartview connect screen appears as 1 january 1970, while the date is correct on the remote report. Preliminary analysis revealed that the event resulted from a temporary behavior due to an anterior software upgrade.

Event description:
Reportedly, the date on the smartview connect screen appears as 1 january 1970, while the date is correct on the remote report.

Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: analysis of available expertise data confirmed the observed behavior, as the smartview connect displayed 1 january 1970 as the date. - in-depth analysis showed that the smartview connect app was under software version 1.01.3 when the ief file was created on 19 january 2023, but the transmission could not be completed as the smartview connect was switched off. On 7 march 2023, the smartview connect app was updated to software version 1.01.4 and on 1 june 2023, the transmission was eventually completed. The incorrect date displayed in the smartview connect therefore resulted from the software update occurring between the generation and the transmission of the remote report. It should be noted that a normal date will be displayed following the next remote transmission.